Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (concentration and dose unknown) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was 2002. The pump was revised in 2002. The revision took place in the right side of the lower abdominal wall.

Event description:
Additional information was received from a healthcare professional and it was reported that the pump was explanted as it was at end of battery life. There was no device issue, patient/therapy issue, etc. There were no patient symptoms. No troubleshooting was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.